Event description:
The customer reported that the insulin pump alarmed motor error during normal use. It was stated that the customer was at her hcp office, and the insulin pump was exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder. The insulin pump had a scratched lcd window and missing end cap sticker.